Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed, the lead was returned with the guidewire stuck in the lead. There was a large amount of blood ingress into the lumen during the attempted implant, and it is likely that the guidewire became stuck when the blood dried, preventing any further movement of the guidewire. The guidewire could not be removed during analysis without destructive analysis being performed. Destructive analysis was not performed at this time and the guidewire was not removed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The guidewire could not advance through the tip of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.